Event description:
Inbound; (B)(6) sister states pt had cadd cassette 100 ml with flow-stop, lot #4220003, exp 11/24/2026; with reservoir volume 86.3 ml remaining resulted in unresolving no disposable clamp tubing alarms on both pumps. No further details provided.